Event description:
This lv lead was explanted and replaced due to dislodgement. Physician attempted to reposition the lead, but was unable to do so without damaging the lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.